Event description:
Pressureguard IV intelligent mattress system became unplugged to the mattress. Air continued to pump into the mattress making it becime very stiff/hard. Both the feet and head of the mattress curled upwards. The resident in the bed is a bilateral amputee and by himself put the head of the bed up in a ninety degree angle. The resident fell out of the bed. It is believed that this resident would be high risk to fall out of bed with any mattress and at a ninety degree angle, but the mattress becoming as hard as it was may have played a role. The MFR was called and stated this should not have happened.